Event description:
While onsite to service the ventilator, the customer reported that the power cord sparked when plugged into the hospital a/c outlet. There was no report of patient involvement or harm. The manufacturer's service technician was unable to duplicate the reported problem. The service technician reported that the ground pin in the power cord plug was observed to be bent. The service technician replaced the power cord as a precaution. Applicable final testing was completed and passed to operating specifications.